Event description:
Patient reported that their meter/hcp meter comparison results were 191 mg/dl (ss) versus 112 mg/dl (hcp), respectively (71% difference). Tests were done about 1.5 hours apart. No symptoms were reported. Patient did not have supplies needed to do control test. On follow-up, patient confirmed the above information. Lsf representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.